Manufacturer narrative:
Although there is no claim against the product and no indication of a product issue, an investigation is in progress to determine the cause of the incident. Based on the information gathered, there is no indication that the device directly caused the positive margin result. Intuitive surgical, inc. (Isi) has not received a product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. System and instrument log reviews could not be completed at this time, due to insufficient event information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a positive margin result for a mediastinal mass resection. In other words, cancerous tissue was not resected as intended. Per the reporter, this issue was not caused by the da vinci system. The reason the cancerous tissue was not resected, the role of the da vinci system in this outcome, the patient's current status, and any further details are currently unknown.